Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this lead exhibited a rise in pacing thresholds and pacing impedance measurements. Surgical intervention was performed and during the extraction of the lead, the distal section of the electrode broke off. The lead remains in situ and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this lead exhibited a rise in pacing thresholds and pacing impedance measurements. Surgical intervention was performed and during the extraction of the lead, the distal section of the electrode broke off. The lead remains in situ and no additional adverse patient effects were reported.